Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was to undergo a liposuction operation of the hips and flanks. The patient¿s stimulator was in that field and was non-functional. The device had been non-functional for the last few years and the patient had no plans to have it replaced. The surgeon inquired as to how to work around it or explant it, as well as the risk of infection if the lead remained. It was advised that the entire system be explanted. Additional information was requested, if received, a follow up report will be sent.